Manufacturer narrative:
(B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed in model #/lot # which is the us list number. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2016, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2018, the patient was hospitalized for vomiting brownish fluid and was initially diagnosed with duodenal ischemia. On an unknown date, a gastroenterologist stated the patient did not have duodenal ischemia but had a gastric hemorrhage. It was reported that duodopa therapy continued to be delivered through the peg tube. No further information was available.